Manufacturer narrative:
Complained product will not be not available.

Event description:
Discomforting [discomfort]. Oral-b toothbrush part where the head goes on the metal bit chipped/brush head keeps coming off [device breakage]. Head was loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the metal bit part where the oral-b toothbrush head went on the oral-b toothbrush, model 3765, chipped. The oral-b toothbrush head was loose. No injury was reported. 17-jun-2024 follow up via pictures: the suspect product lot was bb607260605. No injury was reported. (B)(6) 2024 follow up via email: the consumer reported that the oral-b toothbrush head kept coming off while he was brushing his teeth, which was "very discomforting." No serious injury was reported.